Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the sensor being on the warm up period on the non-tandem continuous glucose monitoring system, the customer's blood glucose (bg) decreased to 40 mg/dl. To address bg, the customer drank juice and consumed cookies. Recommendation was made to consult with healthcare provider regarding diabetes management.